Event description:
It was reported that the right ventricular (rv) lead had exhibited t-wave oversensing (twos) at various times, resulting in inappropriate high voltage therapy. The lead also exhibited r-wave undersensing in normal sinus rhythm. The lead was reprogrammed and remains in use. It was decided to also explant and replace the implantable cardioverter defibrillator (ICD) with a new ICD that has a twos algorithm in hopes of avoiding any further inappropriate therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2008-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.